Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. During internal tests, it was found that the vantage MRI fiducial box showed a slight shift compared to what could be expected. It was discovered that the shift was originated from the MRI head coil adapter applying a force on the posterior frame sides in a way that the target was shifted, mainly in x-direction. The MRI head coil adapter changes the accuracy in imaging. The adapter applies a load on the frame when used in mr head coils which changes the dimension of the frame or shifts the target. The risk of this issue is low and there have been no reports from customers regarding shifts caused by the MRI coil adapter.

Event description:
During an internal investigation, it was found that the geometry of vantage frame could be affected when attaching the mr head coil adapter to the vantage frame. This was seen on a vantage frame that had become especially wide due to the fixation to the phantom.